Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: surg laparosc endosc percutan tech 2010;20:e57¿e59. The following information was requested, but unavailable: were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product (proceed mesh) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product involved? (B)(4).

Event description:
It was reported in a journal article with title: the application of modified transabdominal preperitoneal prosthetic laparoscopic hernioplasty. This study aimed to confirm the long-term safety and efficacy of the modified technique for primary inguinal hernia. From jan2002 to dec2007, 1100 patients (n=980 male and n=30 female; mean age of 45 years [ranged 28-90 years]) with hernia underwent laparoscopic primary hernioplasty in which modified transabdominal preperitoneal (tapp) prosthetic technique was utilized. In all patients, self-made mesh was used. Proceed mesh sutured together by the absorbable thread. Postoperative pain (n=1100) was observed which required over-the-counter analgesics (n=902) and oral-prescribed analgesics for 2 to 21 days (n=198). Of these, 10 patients developed chronic pain (pain persisting more than 6 months after the operation) which was treated with analgesic medication. Recovery and return to normal activities are at most 14 days. There were two nonexpanding postoperative seromas observed which were treated only by observation. In the mean follow-up of 36 months, recurrences (n=9) were reported. The modified laparoscopic tapp hernioplasty is a safe and efficacious treatment option for primary inguinal hernia. The technique shows less operative time, rapid rehabilitation, less overall complications and discomfort, which lead to lower costs.